Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted with a proglide device after a diagnostic procedure using a 6f sheath. Reportedly, during step 3, when the plunger was removed, no suture was present. It was decided to remove the device so the physician put the footplate lever down completely (step#4) in an attempt to remove the device, however, the device became stuck and was unable to be pulled out. Force was applied and the device was eventually able to be simply withdrawn. Once removed, it was noted that the feet were open, however, only the anterior foot was present while the posterior foot was missing. Angiogram was performed to check if the posterior foot remained in the anatomy, however, nothing was found. The posterior foot was never found. Another non-abbott device was used to achieve hemostasis, however, it failed to achieve completely. Manual compression was then performed and achieved complete hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
H6: medical device problem code 2017 - against resistance. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was not returned for analysis. Lot history record (lhr) and complaint handling system reviews could not be conducted because the lot number was not provided. Corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Reportedly, force was used to remove the device. Per the instructions for use (IFU), do not advance or withdraw the perclose proglide device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose proglide smc device should be avoided, as this may lead to significant vessel damage and/or breakage of the device, which may necessitate intervention and/or surgical removal of the device and vessel repair. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that may contribute to a needle to cuff miss include, but not limited to an interaction with patient anatomy or inability to maintain position/stability of the device during deployment. Factors that may contribute to a difficult to close foot include, but not limited to: tissue or suture caught in the foot or posterior cuff partially deployed in the foot. Removal of the device with the foot deployed likely led to the foot separation, difficulty to remove and subsequent foreign body left in the patient. The patient effects and treatment appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. Correction: d9 - device available for evaluation updated from yes to no.